Event description:
It was reported the system was unusable attributed to the tube arcing. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.